Event description:
It was reported that the preloaded multifocal intraocular lens was explanted during secondary surgery as the patient was unsatisfied with the far vision. The lens was fully inserted and replaced with the same model of different diopter lens. Directions of use were followed. Additional information stated that as the patient had not visited the clinic after the second surgery, the surgeon could not check any results. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: jan 2025, section d6a: if implanted, give date: (B)(6) 2025, section d6b: if explanted, give date: (B)(6) 2025, section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.